Event description:
It was reported that the scale was inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the scale was inaccurate. Upon completion of the device inspection it was identified that the scale would not power on. A scale that does not power on is not likely to result in serious injury or death to the patient or caregiver. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the scale would not power on. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.